Manufacturer narrative:
Corrected: health effect - clinical code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which migration was observed and the lead was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced uncomfortable stimulation from the left occipital lead. Surgical intervention may be pending to address the issue.